Event description:
Maude report ((B)(4)) submitted voluntarily by patient states that they underwent revision surgery due to loosening. The manufacturer of the knee implant is not mentioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. Cmw reviewed the device history records and found two non conformances, both unrelated to the reported event. Final micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.